Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as there is no confirmation that the initial implants on the right side were manufactured by zimmer biomet. The initial report was submitted in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2013-05070-1/ 05071-1 and 2016-04107).

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.